Event description:
It was reported that the pt was complaining of "fluid" leaking at the neck incision site. Pt was recently implanted with vns and the stimulation has not been turned on yet. Pt has been referred back to surgeon to explore issue further. Attempts for further info have been unsuccessful to date.